Event description:
It was reported that telemetry confirmed a critical alarm that was occurring due to zero ml reservoir volume. Per the healthcare provider, the pump had been alarming for the last week and the pump was "now dry" as of the date of this report. The patient had presented to the ER. Drug delivered via the device was baclofen 2000mcg/ml at a daily dose of 400mcg. No further information was provided. Additional information has been requested, but was not available as of the date of this report.